Manufacturer narrative:
Device evaluation: 01 x zebd-7-5 zimmon biliary stent set of lot number c2018010 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation it was noted that stent , straightener and introducer all returned. Pigtail straightener is in the correct orientation, kink observed on the 4th port hole of the tapered end. A 0.035" wire guide does not pass the kink. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: as per image provided, non-tapered end of the stent appears to be intact and tapered end of the stent is partially visible. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint may be that the kink (crease) occurred while being straightened or handling of the device in preparation for its use. From additional information provided, device was inspected for damage prior to use. ¿ was the device at the centre of the complaint inspected for damage prior to use? Yes¿ confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: failure identified: kink observed on the pigtail. Confirmed quantity of 01 device prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint may be that the kink (crease) occurred while being straightened or handling of the device in preparation for its use. From additional information provided, device was inspected for damage prior to use. ¿ was the device at the centre of the complaint inspected for damage prior to use? Yes¿ the complaint confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jan-2024.

Event description:
The physician found the crease on the pigtail prior to patient contact. Finally he opened a new device to complete the procedure.

Manufacturer narrative:
PMA/510(k) #k851962 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.